Event description:
It was reported the pt underwent spinal fixation with instrumentation at t4-iliac. Post-op x-ray films demonstrated all the hardware was attached and connected. During a follow-up visit in (B) (6) 2008, x-ray films showed that the lateral connectors had come out of the iliac fixation bolts. The multiaxial screws remained in place. No intervention was performed at the time. It was also reported the pt was wheelchair bound and very ill.

Manufacturer narrative:
(B) (4): x-rays demonstrated the links between the construct and the iliac screws came loose.